Event description:
Device malfunction: none. Symptoms/ ae: neurological event treated with integrilin. Time of ae: during the procedure. It was reported that one day prior to a right internal carotid artery (rica) stenting procedure, a pt with known 90% rica stenosis experienced a transient ischemic attack with symptoms of left arm numbness and visual disturbances. Symptoms lasted 15-30 mins. The next day, the pt returned to the hospital for a rica stenting procedure. While crossing the lesion with the embolic protection device, the pt began showing symptoms of left hemiparesis, later diagnosed as a transient ischemic attack. Reportedly, it was due to hypo perfusion caused by a rapid pre-procedure decreased in blood pressure; however, the pt was treated with an eptifibatide (integrilin) infusion. One day post procedure, the symptoms resolved and the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Info received via previous study pt. The customer reported the embolic protection device was discarded. Transient ischemic attack (tia) is a known potential adverse event associated with the use of the device as listed in the rx accunet instructions for use. The lot number was not identified; therefore, a device history record review could not be performed.